Event description:
It was reported that the patient had a csf leak during a trial procedure. It was stated that the cause was unknown and it was not device related. The trial was aborted and the patient had a lumbar drainage.

Manufacturer narrative:
Sc-8336-70, sn: (B)(6). The returned lead was analyzed and the device passed visual inspection. A device history record review revealed no additional information related to the complaint. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. With all the available information, boston scientific concludes the complaint was not confirmed.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a csf leak during a trial procedure. It was unknown if it was neither device nor procedure related. The trial was aborted and the patient had a lumbar drainage.